Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial customer comment, there was a damaged case and a broken power connector due to a lifted pad.

Event description:
It was reported by the patient's mother that when the power cord is plugged into the monitor, "it falls," and the power light will not stay on, unless the cord is held in the exact right place. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.